Manufacturer narrative:
(B)(4).

Event description:
This is a correction of the event description. No inappropriate shock therapies were delivered. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented to the clinic after receiving inappropriate shocks. High, out of range hv lead impedance was observed. The lead was found dislodged. Twiddler's syndrome was suspected. The lead was extracted and replaced. The patient was stable.